Event description:
The reporter stated that when the male luer of the slide swivel is attached to the female luer of the b braun stopcock, they become fixed and can not be removed without breaking the male luer off inside the female luer of the stopcock. No patient injury or treatment associated with this event.